Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). After deployment and dilation of a 3.50 x 38 mm promus premier stent, a proximal edge dissection was noted. The dissection was covered with another stent, and the procedure was completed successfully. No further patient complications reported.